Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had condensation inside the screen of the insulin pump. Customer also received unexplained no delivery alarms and experienced irregular insulin delivery when reservoir was low. No further information reported.